Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a pneumatic hand pump was used during a achalasia dilatation procedure of the gastroesophageal junction performed on (B)(6), 2012.according to the complainant, during the procedure, after inflation of the balloon (bsc), the needle of the gauge did not return to 0atm; the needle stayed around 6atm. It was confirmed that no visible damage was noted to the device or the device packaging and there were no issues with the balloon used in the procedure. The procedure was completed with the same pneumatic hand pump.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a pneumatic hand pump was used during a achalasia dilatation procedure of the gastroesophageal junction performed on (B)(6), 2012. According to the complainant, during the procedure, after inflation of the balloon (bsc), the needle of the gauge did not return to 0atm; the needle stayed around 6atm. It was confirmed that no visible damage was noted to the device or the device packaging and there were no issues with the balloon used in the procedure. The procedure was completed with the same pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device revealed no damage to the device. However, the needle of the gauge was found to be resting under the needle stop. Functional testing was performed, however upon inflation the needle could not move as it was below the needle stop. The device was disassembled and the needle was placed above the needle stop, in the correct location. Inflation was again attempted and was successful; however the calibration was off due to the movement of the needle. Though the calibration was noted to be off during functional analysis, the customer's reported event that the needle stayed around 6atm could not be verified due to the condition of the returned device. The cause of the reported event could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.